Manufacturer narrative:
(B)(4). The information related to product code was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia. Blood glucose level was 440 mg/dl. Customer said that her hyperglycemia was due the fact that she was using the old insulin pump that was damaged. It was unknown whether they using auto mode feature at the time of reported high blood glucose. Insulin pump will not be returned for analysis.